Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that skin inflammation and it was still recovering and had oral tablets for this. No further information was available.